Event description:
Around (B)(6) 2012, the patient was riding her medical scooter for the first time. She hit a bump on the lawn and it felt like something happened. By that night, she couldn't walk on her left leg; it was aching. Two days later, she woke up and couldn't walk on her left leg. The MRI confirmed the catheter was out of the intrathecal space and there was a possible catheter cut. At the time of the MRI, the patient couldn't walk on her left leg and couldn't feel her left foot. A catheter revision was done on (B)(6) 2012. The device system was delivering bupivacaine, baclofen, and morphine. For subsequent events, see manufacturer's report # 3004209178-2013-02856. Additional information has been requested, a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6), 2012, product type: catheter. (B)(4).

Event description:
Additional information was received. Company representative reported that hcp indicated the medication programming was the same in (B)(6) 2012 and (B)(6) 2013. It was morphine at 15 mg/ml, bupivacaine at 1mg/ml, and baclofen at 100 mcg/ml. The baclofen was compounded with these medications and delivered at 5mg/day. Hcp reported that the patient was new to them in (B)(6) 2012. The patient arrived with no issues and began to have issues in (B)(6). Hcp reported that after the first revision the patient began to leak. The physician put some sort of glue or a patch and it did not work. Physician refused to see the patient anymore for some reason that was not explained. It was later reported the only information from the hospital was that there was a placement of lumbar drain. It was also reported the patient had what appeared to be a csf leak. There was nothing wrong with the catheter or the pump. It was later reported patient had an accumulation of fluid near the entry site of her catheter. The operating doctors removed the distal tip of the catheter and re-inserted a new distal tip of catheter. They made all of the necessary connections and the pump was programmed and started per the ordering physician. The doctors said there was nothing wrong with the functionality of the pump or the catheter. The outcome of the patient was not provided.

Manufacturer narrative:
(B)(4).